Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 26-jul-2018 with the following findings: during investigation, the display screen was damaged and cracked. The pump did not go to the verification screen. The pump history was unable to be downloaded and the keypad functions were unable to be tested. The keypad cover was removed and there was no contamination found under the key contacts. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a damaged display screen. This report is made based on results of investigation completed on 26-jul-2018.